Event description:
A home patient (hp) reported the patient line extension line "popped" off as he was getting into bed. The hp denied difficulty connecting the extension line during set-up. The hp stated when he inspected the line further, it appeared as if there were not enough threads on the connector piece. The hp stated he discarded the sample. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.